Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a conclusion: procedural images were provided for review. The fluoroscopic valve load of the first delivery catheter system (dcs) shows overlap up to the third node. This is considered an acceptable load. Images showing two deployment attempts indicate that the valve implant depth appears to be 1-2 mm. The recommended implant depth is 3 mm. Images show that the valve dislodged on both occasions, possibly due to implant being at a depth of less than 3 mm. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Per the physician, patient anatomy was not a factor in the dislodgements. Dislodgement events do not typically indicate a device failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a pre-implant balloon valvuloplasty was not performed. During the attempted implant of this valve with this delivery catheter system (dcs), the valve dislodged during three partial deployments. The valve was recaptured a third time and the system was removed. The system was replaced and the replacement valve was implanted. Per the physician, patient anatomy was not a factor in the dislodgements. No adverse patient effects were reported.